Event description:
The customer reported that a midwife did not understand what the coincidence alarm on the philips fm30 meant when it was displaying a yellow alarm that says "inop coincidence" during monitoring of a women in labor in the hospital birth suite. The unit manager said this together with other reasons in the root cause analysis - resulted in fetal death and wanted philips to support them in how this can be avoided in future.

Manufacturer narrative:
E1: reporter phone number (B)(6). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips modality sales specialist (mss) and a specialist reviewed the configuration of all fm30s used at the hospital. It was determined that that the unit worked as intended and configuration was set correctly. The coincidence alert was recorded on isp documentation and noted that alarm system was easily silenced by staff. Upon request from the unit head, configuration changes were made and signed off on june 27th. The alarm settings were reconfigured to ensure staff acknowledge the alarm and could not pause it indefinitely. The cause of harm was the failure to differentiate between maternal and fetal heart and therefore they failed to recognize and respond to clinical deterioration. The customer provided the configuration logs to validate the alarm system was silenced by the staff. The philips product support engineer (pse) requested the device alarm review to back-up the customer's statement, "the root cause was failure to recognize and respond to clinical deterioration." Unfortunately, due to the passage of time the alarm review was no longer available for review. Based on the information provided in the case, the customer confirmed there was a failure to respond to a coincidence alert. They confirmed the unit operated as intended, alarming as it should have. The root cause was the failure by the user to recognize and respond to clinical deterioration. To resolve the reported issue, the alarm settings were reconfigured to ensure staff acknowledge the alarm and they are unable to pause it indefinitely. The hospital will increase education on how to respond to coincidence alarms to prevent a recurrence from happening. The device remains at the customer site.